Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID (B)(4) (serial: (B)(6)); product type: 0200-lead; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). Patient was admitted to the hospital on (B)(6) 2024 after her paddle lead scs implant via thoracic laminectomy. Shortly after the implant, the patient developed severe mid thoracic and radicular pain. Hcp assessed the pa tient and determined that the patient needed to go back to the or to remove the paddle lead from the epidural space. Patient underwent a second surgery with hcp on (B)(6) 2024 to remove the paddle lead from the epidural space. The paddle lead was left in the paraspinal area and the ipg was left intact. After the second surgery, the patient's mid thoracic and radicular pain diminished but she was kept in the hospital until (B)(6) 2024 to fully recover. Hcp believes that the patient's spinal canal was too narrow, and her body couldn't tolerate the paddle lead, causing the thoracic and radicular pain. Hcp saw the patient recently at his clinic and the patient doesn't want to try percutaneous leads. Patient is asking for removal of the entire system. Hcp is planning on this as soon as patient's insurance approves the surgery.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient was currently scheduled for removal of their paddle lead and generator on (B)(6) 2025. It was noted the hcp did not require the representative for the explant.